Event description:
The customer reported via phone call that there was a delivery anomaly on their insulin pump. The customer stated their fill cannula was set at 1.0 units, but it was at 40 units when the customer noticed insulin was still being pump. Customer quickly disconnected from the insulin pump upon noticing the delivery anomaly. The customer's blood glucose was 162 mg/dl. It was also found the customer had a button error alarm. Customer also reported the act button was not responding on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to flattened express bolus and act button dome switches. No button error alarm during testing noted. Unable to verify the delivery anomaly or perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the unresponsive button response. No blank display during testing noted. No damage was found on the lcd isolation tape. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched keypad overlay, a scratched case, a scratched reservoir tube window, and cracked battery tube threads.